Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient had an inappropriate shock due to oversensing via changes in morphology and noise. Also, the shock lead impedance measurement was 111 ohms which is high but within normal limits. Technical services advised some programming options. There were no adverse patient effects. The system remains implanted.